Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that one of the wires was damaged during a recent battery replacement. The patient was now having repercussions including abilities regressing. Their shaking was under control, but they were having incredibly weird tingling, heat, minor shocking sensation and their lip is moving strangely. The patient also feels weird and is unable to drive. Stimulation was turned down 0.6v on one side and 0.3v on the other. It was suspected that the wire was damaged close to where it is connected to the ins since it happened during the replacement. The damage could not be programmed around and the wire was not working at all. The other wire was controlling the movement. The patient previously had so much benefit and was completely off medications for 3 years and able to move, drive, and workout. The patient has really backed off for their own safety and it seems like the tingling and shocking are abating, but the patient doesn¿t have as good of therapeutic effect. It was noted that they could fix the wire when they do another surgery unrelated to the reported damaged extension. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the patient has undergone reprogramming and speech therapy to resolve the issue but the issue remains unresolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the damaged wire was replaced. No further complications were reported as a result of this event.